Event description:
It was reported that the catheter balloon did not inflate. The surgeon used a third one. Ref (B)(4). Lot ngdx4214. Expiry 2022-10-31. Ref (B)(4). Lot ngen4441. Expiry 2023-01-31.

Manufacturer narrative:
Bd has determined that this MDR was reported in error as it was found to be a duplicate of an event previously reported. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the catheter balloon did not inflate. The surgeon used a third one. Ref (B)(4), lot ngdx4214, expiry 2022-10-31. Ref (B)(4), lot ngen4441, expiry 2023-01-31.